Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. One 0.035 in. J-tip guidewire, one 13 fr dualator dilator, and one 14 fr dualator dilator were returned for evaluation. An initial visual observation showed use residue on the returned samples. The guidewire was observed to be bent severely approximately 30 cm distal to the proximal end of the guidewire. The distal tip of both dilators was observed to be damaged. The core wire of the guidewire was observed to be intact. A microscopic observation revealed the coiled wire of the guidewire was disjointed at the location of the more severe bend. Both weld tips of the guidewire were observed to be undamaged. One edge of each distal tip of the dilators was observed to be bent outward, likely caused by an angled force put on the guidewire while it was within the dilator. The material surrounding the damage in the dilators was observed to be lighter in color, indicating plastic deformation. The amount of use residue, the severity of the bend in the guidewire, and the characteristics of the damage observed in the dilators suggest the guidewire was damaged during use, most-likely due to an attempt to advance the guidewire against resistance and/or at too steep of an angle. A lot history review (lhr) of recw0795 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was inserted via right femoral vein, resistance was felt and the catheter could not be advanced into the vein. The catheter and guidewire was removed together and the guidewire kink was found.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw0795 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was inserted via right femoral vein, resistance was felt and the catheter could not be advanced into the vein. The catheter and guidewire was removed together and the guidewire kink was found.